Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe at gate valve was returned for evaluation. Continuity testing confirmed a full open condition of the distal circuit. The proximal circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing leadwires. The distal leadwire was found to be broken around the solder joint. The gate valve should be closed when in the lock position per IFU. However, the valve was opened when it was in the lock position. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. No visible damage or abnormality to the balloon, windings or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of pacing issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. In this complaint, it could not be determined if procedural factors or device handling may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that the catheter was unable to sense or pace from the beginning of use. The catheter was replaced and the problem was solved. There were no patient complications reported. Further information was unable to be obtained. Patient demographic information requested but unavailable.